Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for loose connection was not observed as all samples met specifications. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing 10 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: the connection part was defective.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing 10 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: the connection part was defect.